Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed prime test, excessive no delivery alarms, off no power test, and unexpected restart error test. Unable to complete functional test including basic occlusion test and delivery accuracy test due to partially broken reservoir tube lip. Device received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as vomiting and diabetic ketoacidosis. The customer treated with IV and insulin fluids. Customer reported that the high blood glucose levels began on (B)(6) 2017 at 9:30pm. Customer was hospitalized at (B)(6) hospital on (B)(6) 2017. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.